Manufacturer narrative:
The device was returned for investigation and received at acumed. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation.

Event description:
It was reported that the t8 driver snapped with the final tightening of the 2.7 mm val screw. No delay, no adverse effect reported.

Manufacturer narrative:
The returned driver tip was examined and the damage seen is consistent with a torsional failure caused by exceeding the driver's torque capability. Though the fractured pieces were not retuned, the failure is consistent with other drivers that fail due to high torque application. No other observations were noted which may have contributed to the torsional failure of the driver.